Event description:
Caller reported a cgm error 42 with a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. After resetting the pump, the cgm error code did not reappear, and the caller successfully started their sensor session.